Event description:
It was reported that the patient presented to the clinic and the pump had finished early. The reporter also stated that the cassette appeared empty. The total volume to be infused was 138ml, 13ml residual, and 125.05 ml infused. It was stated that it was outside the 6 percent variance. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.